Manufacturer narrative:
The pump was received with missing segments and partial display due to cracked lcd glass at zebra connector. The pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's educator dropped the pump and it would not turn back on. It was reported that the customer's pump screen had lines. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.